Event description:
It was reported that the arctic sun device touch panel was shifting. The unit was switched to the second one and under investigation at imi. Per follow up 1 on (B)(6) 2020 via ibc, the issue was not resolved. The touch panel was out of alignment, which means the display does not show the correct place of touch panel.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device touch panel was shifting. The unit was switched to the second one and under investigation at imi. Per follow up 1 on (B)(6) 2020 via ibc, the issue was not resolved. The touch panel was out of alignment, which means the display does not show the correct place of touch panel.